Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Report was found from an examination of the FDA maude database. A report has not been sent from the FDA and multiple attempts have been made for further info from the FDA. Report #(B)(4).

Event description:
.